Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. The outcome of the peritonitis event was not reported. Four days prior to the receipt of this report, the patient passed away. The cause of death was reported as an unrelated medical condition and it was not reported if an autopsy was performed. It was not reported if therapy remained ongoing prior to death or if the patient was performed therapy at the time of death. No additional information is available at this time.